Event description:
Event description guidant received information that this fineline ez lead was removed from service due to a fracture. The patients implantable pulse generator (ipg) was removed due to premature battery depletion. The system was replaced without issue.